Event description:
It was reported that a while attempting to program heparin at 5,000 units/hr on a spectrum infusion pump, the pump indicated a hard limit set at 4,500 units/hr. The nurse proceeded to program the infusion rate at 4,500 unit/hr which infused for about 6 hours before the error was realized. This event occurred in the emergency room. The patient subsequently passed away. The cause of death was unknown. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information as received stating the reported issue was "a nursing error and prescriber error". There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned therefore, a device analysis could not be completed. The reported event of misprogramming the heparin dose is likely related to use error. Setting up a 'hard limit' with the pump provides additional safety alerts. Use errors and proper user instructions are addressed in the ¿spectrum operator manual¿, which is shipped with every spectrum device. Per instruction for use (IFU) when a dose or rate entered exceeds a lower or upper hard limit configured for the drug, the user cannot proceed and reprogramming of the dose or rate is required. Based on the information available the pump did not malfunction. To conclude, possible device use error with the spectrum infusion pump has possibly caused or contributed to the patient's fatal outcome. Should additional relevant information become available, a supplemental report will be submitted.